Manufacturer narrative:
Analysis of the pump found no anomaly.

Event description:
It was reported, the catheter and pump were explanted and replaced on 2014 (B)(6) due to a catheter occlusion. There was no alleged product issue regarding the pump and the catheter was discarded. It was noted, the location of the occlusion was unknown and the cause of the issue was undetermined. It was also reported, a dye study was performed on an unspecified date. Patient symptoms included increased spasticity at an unknown location. It was reported, the patient¿s status on the date of this report was ¿alive- no injury.¿ the pump was being used to deliver lioresal. It was further reported, the location of the occlusion was never determined. It was noted, the pump was replaced because, the cause of the occlusion could not be determined. It was also reported, the patient was ¿doing good¿ and receiving therapy. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.